Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the stent partially deployed. A 7x120 75 cm eluvia drug-eluting vascular stent system was selected for an angioplasty chronic total occlusion (cto) procedure on a 70% stenosed and moderately calcified lesion in the minimally to moderately tortuous vessel. Following pre-dilation, the eluvia was advanced contralateral over a non-bsc guide wire and stent deployment was initiated. Deployment preceded normally for approximately 30mm. Subsequently, excessive resistance was felt followed by a 'pop' which was thought to initially be indicative on an internal detachment of the stent. The handle was dismantled and an attempt was made to manually deploy the stent. However, the stent continued to be pulled up the vessel, stretched, and fractured. A portion of the partially deployed stent and the deployment system were removed from the body, but approximately 5-10mm of the stent was left in the body in the patient's left common femoral artery. An open repair procedure was performed to remove the fractured remains of the stent. There were no further patient complications reported and the patient¿s condition post procedure was stable.

Event description:
It was reported the stent partially deployed. A 7x120 75 cm eluvia¿ drug-eluting vascular stent system was selected for an angioplasty chronic total occlusion (cto) procedure on a 70% stenosed and moderately calcified lesion in the minimally to moderately tortuous vessel. Following pre-dilation, the eluvia¿ was advanced contralateral over a non-bsc guide wire and stent deployment was initiated. Deployment preceded normally for approximately 30mm. Subsequently, excessive resistance was felt followed by a 'pop' which was thought to initially be indicative on an internal detachment of the stent. The handle was dismantled and an attempt was made to manually deploy the stent. However, the stent continued to be pulled up the vessel, stretched, and fractured. A portion of the partially deployed stent and the deployment system were removed from the body, but approximately 5-10mm of the stent was left in the body in the patient's left common femoral artery. An open repair procedure was performed to remove the fractured remains of the stent. There were no further patient complications reported and the patient¿s condition post procedure was stable.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. The devices handle returned opened from the customer site. Visual examination showed buckling at the nosecone. The mid-sheath showed a kink at 7cm from the markerband. The stent was partially deployed outside of the mid-sheath approximately 2.5cm. There was a partial piece of the stent returned that was removed from the patient. The length of this piece was approximately 2cm long. The retainer clip was pulled off the pull rack. The mid-sheath was pulled out of the retainer clip. There was a kink on the proximal inner. There were some slight stent marks on the tip of the device. No further damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing records related to the complaint device were reviewed. It was confirmed that the devices in this batch met all applicable specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).